Manufacturer narrative:
The insulin pump alarmed for a motor error due to a corroded motor home switch. The insulin pump was received with a cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).